Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reported a case series of 6 aseptic tibial loosening¿s (unknown total implantations ¿ suggested between around 300) within the hospital. Patients reported pain post-operatively, which did not resolve. Some patients had a large range of motion (greater than 130 degrees), however, other had post-operative stiffness and underwent manipulation under anaesthetic. The surgeon reported that radiographs did not demonstrate gross evidence of loosening, or, progressive radiolucency¿s. Many patients (unknown) number had some medial tibial resorption. CT scan¿s reported as normal. At revision implant was noted to either be loose, or, were disengaged with what the surgeon stated was low force than he expected (as a revision surgeon). Patient were revised to a attune revision tray with metaphyseal sleeve and patients reported resolution of their knee pain.